Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced both hypoglycemic and hyperglycemic episodes, with a low blood glucose value of 30 mg/dl and a subsequent high of 389 mg/dl after a failed cgm sensor prompted the application of a new dexcom g7. The user managed the low glucose with fast-acting carbs and assistance from their spouse, then replaced the cgm and confirmed glucose values were trending down within range. No outside medical intervention was required.